Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: a review of the pump black box revealed a replace battery alarm. The black box show the pump was in use for 5 days after the reported power issue with no power issues occurring. The black box also revealed a replace battery alarm preceded by an unacknowledged replace cartridge alarm. There was no evidence of a short battery life. The battery compartment was found to be cracked on the side of the pump. The battery cap was unavailable for testing. A test cap was used for testing. The pump was exercised for 24 hours with a test cap with no power issues occurring. The pump was opened and no damage was found to the power circuit.